Manufacturer narrative:
The sodium electrode serial number is (B)(6) (expiration date: 13-sep-2026). The field service engineer inspected the analyzer and found a chipped dilution cup, a dirty or clogged sipper nozzle, bent diluent and ion-selective electrode (ise) standard nozzles, and a degasser issue. He performed a thorough cleaning of the reagent and vacuum pathways; replaced the diluent/ise standard nozzle, sipper nozzle, degasser, and dilution cup; and bleached the water through reagent pathways. He verified the analyzer's performance with a system prime, purges, precision checks, calibrations, and qcs. The investigation is ongoing.

Event description:
The initial reporter received questionable sodium electrode and other ion-selective electrode assay results for an unspecified number of patient samples tested on the cobas pro ise analytical unit. One set of discrepant results was identified from the data provided: the initial result is 147.8 mmol/l. The repeat result is 137.1 mmol/l. The qc went out of range, prompting the rerun. The repeat result was deemed correct.